Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a purge system open alarm. The purge set was replaced to resolve the issue. No patient harm was reported.